Event description:
It was reported that the clinician programmer couldn¿t interrogate the implantable neurostimulator (ins). This was the patient¿s first time being interrogated since implanted by a different health care provider (hcp). Initially they couldn¿t get the ins to interrogate because the clinician programmer said the ins wasn¿t supported. It was verified that the correct application card was in the clinician programmer. The ins had slipped almost to the gluteal crease and tilted with the edge facing out. The hcp reinserted the application card and reread the patient, this time pushing the ins flat, and was able to interrogate it. The patient programmer had a difficult time reading the ins too. It was mentioned that the pocket was floppy. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kaxs, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).